Event description:
Citation: rufus a. Corkill, et al. Embolization of spinal intramedullary arteriovenous malformations using the liquid embolic agent, onyx: a single center experienced in a series of 17 patients. J neurosurg spine. 2007 nov;7(5):478-85. The following report was received through review of literature:in one patient (case 9), an intraprocedural rupture complicated the endovascular treatment, and the resulting vasospasm prevented an appropriate superselective catheterization from being performed. Thus, the procedure was abandoned and the patient was referred for surgical treatment. The endovascular procedure was complicated by perforation of the feeding vessel, leading to a small subarachnoid hemorrhage and subsequent vasospasm. The hemorrhage was self-contained and did not require any further treatment, but the resultant vasospasm in combination with the difficult angioarchitecture made a safe intranidal position impossible, and the procedure was abandoned. The patient recovered without any new neurological deficit, and was subsequently treated surgically. One patient (case 15), had late clinical deterioration with subsequent angiographic recurrences noted, requiring further treatment. There was a permanent deterioration in clinical status due to the procedure in only one patient (4.3%; case 6).in three patients, the long-term neurological outcome was worse than the pretreatment status: this worsening was due to avm recurrence in one patient (5.88%; case 15), to immediate postembolization deterioration in one patient (5.88%; case 6), and to surgical excision of the avm in one patient (5.88%; case 9). Intraprocedural complications occurred in three patients (13%), all related to hemorrhage but without any subsequent neurological decline. In two of these three patients (cases 2 and 16), the hemorrhage was extradural, without any clinical consequences, and the endovascular treatment was completed successfully. The patient in this series consisted of 12 females and 5 males, with a mean age of 29 years (range 12-51 years) at the time of their first treatment. All catheterizations were achieved using a dmso-compatible flow-directed microcatheter supported by a platinum microwire.

Manufacturer narrative:
Http://www.ncbi.nlm.nih.gov/pubmed/17977188. The onyx was not returned for analysis; therefore, the event cause could not be determined. The lot history record review was not possible since the lot number was not reported. (B)(4).